Event description:
Caller reported there was a 911 call for her husband due to high bgs. Bg at time of 911 call was: 500+. Caller stated that the customer had chest pains too. Customer was wearing the pump at the time of the 911 call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.